Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump has an off no power alarm in progress. She was unaware of what caused the alarm. The patient's blood glucose at the time of incident was 397 mg/dl. During troubleshooting the alarm history was reviewed and there were not any low battery alerts prior to the off no power alarm. The customer got her new battery to work and she bolused for her high blood glucose. The customer was advised to call back if she receives another off no power without a low battery alert. No products were returned and a replacement battery cap was shipped to the customer.